Manufacturer narrative:
Additional contact person information: (B)(6). Additional contact person information: (B)(6). Updated information: sex, age units (patient), describe event or problem, date of event, initial report sent to FDA, report source, other source: please specify complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had followed all appropriate troubleshooting steps prior to the call and at the time had already disconnected the fiber optic cable and was transducing the inner lumen of the iab catheter. They reported the iabp was no longer alarming, they were pleased with the quality of arterial pressure waveform, and there were no additional concerns/alarms noted. We verified with them that they had attempted disconnecting and reconnecting the fiber optic cable and checked for visible kinks. There was no patient harm or adverse event reported. Medwatch (B)(4) received 20-december-2022 iabp with optical sensor failure alarm, troubleshooting unsuccessful to resolve alarm, getinge technical support notified, no additional troubleshooting options or solutions presented. Iabp continues to run normally. No precipitating factors identified to sensor failure alarm. Per getinge clinical support, they would like to have this balloon sent back to company for further evaluation/diagnostics.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was returned attached approximately 38.6cm from the iab. Two kinks were observed on the catheter tubing approximately 55.8cm and 75.6cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had followed all appropriate troubleshooting steps prior to the call and at the time had already disconnected the fiber optic cable and was transducing the inner lumen of the iab catheter. They reported the iabp was no longer alarming, they were pleased with the quality of arterial pressure waveform, and there were no additional concerns/alarms noted. We verified with them that they had attempted disconnecting and reconnecting the fiber optic cable and checked for visible kinks. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was returned attached approximately 38.6cm from the iab. Two kinks were observed on the catheter tubing approximately 55.8cm and 75.6cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. The root cause is addressed under scar 21-f-scar-14; in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.